Event description:
A nurse reported the pt's mother brought in an infusion set after he experienced nausea and stomach pain and he vomited. F/u was completed with pt's mother. Pt and his mother smelled insulin and found the infusion set was leaking insulin near the luer. Pt's blood glucose elevated to 24.4 mmol/l (439.2 mg/dl) and he measured 1.6 for ketones. Blood glucose was 13.5 mmol/l (243 mg/dl) before going to bed the night before. The infusion set was changed and 6.1 units of insulin were delivered via the infusion device as treatment. Mother was unable to confirm the correct lot number of the infusion set. The infusion set was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.